Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo showed a loose 3ml syringe with customer¿s needle attached. The stopper of the syringe was at 2ml marking with clear liquid in the fluid path. Two cracks were observed in the syringe¿s barrel between ½ and 2-1/2 ml markings running lengthwise across the printed numerals. Potential root cause for the barrel cracked defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0037138 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ tip disposable syringes were found to be cracked on the side before use. The following information was provided by the initial reporter: "3 syringes found to be cracked on the side. 2 were caught before use in reconstituing vaccine; however, one syringe lead to a loss of a vial as saline was leaking."